Event description:
Pt death. Complainant reported that angiomax was used with vascular bradytherapy treatment. Complainant reported that the pt was treated for two radiation segments for a total of 7 minute treatment time. Pt developed a thrombus formation immediately following the procedure.